Event description:
Covidien received info that the pb980 ventilator became inoperative during patient use. The customer reported that the patient was connected to the device before the set up was complete. The patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). Covidien customer support engineer inspected the ventilator. The ventilator passed all testing. Further investigation indicates that the customer attached the patient to the ventilator before the set-up was complete. The customer was advised on the proper operation of the ventilator.

Manufacturer narrative:
(B)(4). The eval of the device has not been completed.